Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for the device check. When the device was interrogated with the programmer, it was found out that the device went into bvvi mode. There were no adverse consequences to the patient. It is believed that the interaction between the patient¿s merlin@home transmitter used for remote monitoring contributed to the backup vvi functionality. The patient was stable and the device remains implanted and will be monitored.